Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited incorrect measurements, resulting in a longevity range discrepancy. No intervention was performed and the issue self-resolved. The patient was stable.